Event description:
Patient reported, right side "exam and reports providing rupture". Healthcare professional reported, "a lump appeared, but when the explantation was carried out. The doctor found, that it was part of the silicone, that had leaked out". Healthcare professional also reported, "fibrous capsule, silicoma and irregular fragment of gray and elastic tissue, measuring 2.4 x 1.5 x 0.1 cm. When cut, it appears brown and matte". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, rupture, silicone migration.

Event description:
Patient reported right side "exam and reports providing rupture." Healthcare professional reported "a lump appeared, but when the explantation was carried out, the doctor found that it was part of the silicone that had leaked out." Healthcare professional also reported "fibrous capsule, silicoma and irregular fragment of gray and elastic tissue, measuring 2.4 x 1.5 x 0.1 cm. When cut, it appears brown and matte." The device has been explanted.